Event description:
User experienced a leak from under the analyzer that had dripped onto the floor in the walkway. No operators were injured. No patient results were affected.

Manufacturer narrative:
The field service representative determined the water container's body valve had cracked. He replaced the valve body and performed a visual inspection.